Manufacturer narrative:
(B)(4)the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-03425 and 3005099803-2010-03426 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system and a soloist single needle electrode were used during a foot rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the console displayed an error (e02, e03) message. The grounding pads were adjusted, but the error did not clear. The physician then attempted to use a second electrode. However, the same errors recurred. At this time, the physician aborted the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.